Event description:
Medtronic received information that during implant of this bioprosthetic valve, the physician nicked the right leaflet with a suture needle and tore a hole. The valve was removed and replaced with another valve of the same manufacturer. There were no adverse patient effects reported.

Manufacturer narrative:
Product analysis: no product was provided for analysis, as the product was discarded by the hospital. Conclusion: review of the device history record showed that this valve met all manufacturing specifications for product released to distribution. There were no non-conformances, deviations, reworks or corrective actions associated with this valve that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation; however, based on information available the user caused the tear in the leaflet of the valve with a sharp instrument. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.